Event description:
Morphine drip (50mg/500ml) started on patient at 0040. Rate set to 10ml/hr and total volume infused set 400ml. Nurse checked on patient at 0155 and found medication IV bag empty. Patient systolic blood pressue went to 50mmhg. Patient given fluids and medication in order to bring blood pressure back up. Pump removed and sent to biomedical engineering for evaluation along with IV and bag set.